Manufacturer narrative:
Date rec¿d by MFR: 04sep2019. Date of report: 05sep2019. The manufacturer¿s field service engineer (fse) remotely provided parts identification (ID) for the central processing unit (cpu), discussed installation to include reprogramming the operating hours, serial number, and to reinstall the software options. The customer replaced the cpu and reinstalled the options to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support stating that unit display froze and then went blank. Customer reports unit continued to ventilate patient. Customer reported that the unit was in patient use but there was no patient harm. Unit continued to ventilate and patient was transferred to the same type of unit.